Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported to abbott that noise on the right ventricular (rv) lead was mistaken for ventricular fibrillation. The noise abated before any shocks were delivered. During an elective device replacement, the rv lead was capped and replaced. The patient was in stable condition.